Manufacturer narrative:
(B) (4). (B) (4). Improper or incorrect procedure or method - pt selection. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: failure to retract locator wings, incomplete sheath splitting. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, pain. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of a moderately calcified and tortuous common femoral artery after a diagnostic procedure. Reportedly, after thumb advancer deployment, the pt experienced pain. When the clip was deployed, the "usual click" was not heard. Upon removal of the device, the pt experienced pain, which resolved with medication. When the device was removed, the locator wings remained deployed and the exchange sheath did not split completely. Manual compression was applied for 20 minutes to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.